Event description:
It was reported that all keypad buttons were unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that that the keypad buttons were intermittently responsive and required more force and multiple button presses in order to elicit a response. The keypad buttons were also found to be sticking, over-responding, scrolling and did not click back and spring back normally. There was evidence of keypad contamination found under all key contacts.